Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the imeplla cp was implanted successfully, however upon pump start the device exhibited an impella stopped/motor current high alarm. The staff attempted to restart the pump three times without success and the device was explanted and replaced with another impella cp. It was reported that the procedure was successful with no reported harm to the patient.

Manufacturer narrative:
The device was returned, and the evaluation is in process, upon the completion of the investigation a MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of pump did not start has been completed. The product was returned. No logs exist. All motor cables were tested to be open lines. The red handle was opened, and necking of the motor cables was found after they enter from the catheter side. There were no abnormalities with the bond between catheter and kink protector. There were no signs of excessive force. Adhesive was found lining the bottom of red handle and the motor cables were partially glued to the red handle wall, indicating a manufacturing operator error. The root cause of the pump not starting was an electrical open.